Event description:
Patient was treated for a pose2.0 (endoluminal weight loss) procedure on (B)(6) 2021. On (B)(6) she experienced pain and upon CT a snowshoe anchor was observed outside of the stomach. The physician who conducted the pose2.0 procedure had previously performed approximately 1,000 procedures with the same device manufactured and ce marked by usgi. In this procedure the physician was assisted by two endoscopists. The treating physician informed usgi that treatment was completed without any noted incidents or concerns. Usgi is arranging for a physician highly experienced and skilled in the pose2.0 procedure to interview the treating physician. Patient remained at treatment clinic overnight and, we are told, went home the next day, (B)(6) 2021, without any reportable concerns. On (B)(6) the patient reported by telephone to the treating clinic, (B)(6), that she was feeling pain. The treating clinic asked her to come for evaluation, but the patient did not go. Later on (B)(6), her husband transported her to the hospital (B)(6) because the pain was not improving. The hospital ordered a CT scan and confirmed a small perforation in the stomach along with peritonitis and septic shock. The patient was taken to surgery to repair the perforation and it was noted that they found 2l of pus around the perforation. Both the CT scan and the surgery confirmed the presence of a single snowshoe anchor outside of the stomach. Surgical intervention included stitching the perforation closed, cleaning out the pus, and placing a peritoneal drain. The patient was then sent to the ICU to recover. After one week, no fluid was exiting through the drain and a second CT scan confirmed no leakage at the perforation. However, the patient by this time had plural effusion, as well as lung atelectasis, and collections in the liver, spleen, antrum, pyloris, and skin. Despite apparent adequate repair of the perforation surgically, patient continued to deteriorate with evidence of ongoing infection and intra-abdominal collection, which could represent a source of infection that led the patient to clinical deterioration and death. Death occurred on (B)(6) 2021.

Manufacturer narrative:
This event occurred outside of the us and involved a use that is not cleared or approved in the us. Usgi is reporting this MDR protectively, in an abundance of caution even though the device is not cleared in the us for the surgical procedure associated with this event. Usgi's investigation is still ongoing. Usgi will update this event as additional information is obtained. On november 7, 2021, a treating physician informed usgi orally of a complication related to a pose2.0 procedure performed at (B)(6) on (B)(6) 2021, in (B)(6). Specifically, he reported orally to usgi that the procedure went well, but that 72 hours after the surgery the patient experienced an increase of pain plus breath compromise, that on (B)(6) surgery was performed in a different hospital for a stomach perforation and about 2l of pus removed, that the patient was placed in that hospital's ICU, and that the patient was improving, but then worsened and died after 45 days ((B)(6)) in the ICU. As part of its investigation, usgi requested the patient's written file from (B)(6). Usgi's distributor in (B)(4) obtained and provided this report from (B)(6). The (B)(6) report was over the name of an md other than the physician who performed the pose2.0 procedure. Usgi does not know if the physician who signed the (B)(6) report was present during the pose2.0 procedure. Although usgi received and studied the (B)(6) report, usgi lacks sufficient information about all the facts, including the point in time at which the perforation occurred or how it occurred. The pose2.0 procedure on (B)(6) was the third attempt, the first having been suspended due to anemia and the second suspended due to a hematoma. Usgi will investigate through a physician highly experienced in the procedure whether these characteristics bore any relationship to the outcome. No observations were made during the pose2.0 procedure that indicate any malfunction of the device, and during its investigation to date usgi saw no evidence that suggests device failure or defect. Usgi understands that upon a CT scan on (B)(6), the patient was found to have one of the snowshoe anchors outside of the stomach.